Event description:
As reported to medtronic, the crew responded to a cardiac arrest call patient condition not reported. The device unexpectedly lost power. The device operator turned the device back on and the device again lost power. The fire department was on scene and their device was used to continue care to the patient. The patient outcome is not known. The reporter stated he had not received any reports of adverse impact to the patient as a result of device operation.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. The batteries used with the device were unavailable for evaluation. The service representative verified the battery pins were secure and undamaged. The reporter stated the department believes the reported event may have been due to depleted fastpak batteries. The reporter stated each rig carries an ac power charger, but it is unk if the device had been attached to the charger prior to the call. The device was returned to the customer.